Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes seven tubes were wrinkled due to high temperature. The tubes had a molding defect.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: bd acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions.

Event description:
It was reported that before use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes seven tubes were wrinkled due to high temperature. The tubes had a molding defect.